Event description:
It was reported that the 8800 system locked up, and was slow to reboot. No patent injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and psi power supply were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.